Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 5 minutes: 439 mg/dl and 177 mg/dl. Customer took 7-14 units of humalog based on one of these results. It is not known which result this was based on. No adverse event reported. The manufacturer requested return of suspect product for evaluation.